Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump would not power on after battery changes. The customer's father also reported receiving a weak battery alert two days after a battery change. Blood glucose level at the time of the incident was 106 mg/dl. The alarm history also showed multiple bad battery alerts. Caller also reported that the insulin pump lost power without an off/no power alert occurring first. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected any battery alarm during our testing noted. However, the insulin pump had cracked battery tube threads, corroded battery tube, cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.